Manufacturer narrative:
The initial sapien 3 ultra valve was returned to edwards lifesciences for evaluation. Visual inspection revealed one strut was bent outward at the inflow (cp1). All the struts were exposed through the skirt since the valve had been crimped and used. All leaflets appeared wrinkled due to dehydration during the return handling process. No other abnormalities were observed. No functional testing or dimensional analysis was able to be performed due to the distortion/damage to the frame. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other complaints related to the appropriate trending code. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers (7184564- 7184578) and verifying that there has been no other complaint associated with each serial number. Complaint history review from april 2019 to march 2020 for the sapien 3 ultra thv (all sizes) revealed other returned complaints for the appropriate trend category. A review of complaint history reveals that the complaint occurrence rate did not exceed the march 2020 control limit for the appropriate trend category. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the in-process sapien 3 ultra assemblies undergo multiple 100% inspections. The frame components undergo 100% visual inspections and dimensional inspections by both manufacturing and quality. Each frame lot undergoes tensile testing and tension testing under a sampling plan. The lot met specification. Prior to final packaging, 100% visual inspection is performed to ensure no damage was done to the valve from handling between holder inspection and the brep process. In this case, the complaint was confirmed based on the visual inspection of the returned device and provided case imagery. There was no indication that a manufacturing non-conformance contributed to the complaint. As noted, ¿implanter did not control loader when inserting the valve through sheath (valve was inserted thru hub of sheath unprotected by loader)¿. Per IFU (instruct for use), ¿insert the loader into the sheath until the loader stops¿. The loader is used to facilitate the smooth transition of the crimped valve through the hub of sheath. Without full insertion of the loader into sheath, the valve struts could have interacted and caught onto the hemostasis valves within the hub, leading to frame damage. Available information suggests procedural factors (loader not fully inserted into sheath) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the march 2020 control limit for the applicable trend category, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, prior to a 26mm sapien 3 ultra valve crossing the native valve, a valve strut was observed to be ¿bent¿. Due to the potential risk to the patient, the decision was made to abort and the valve, commander delivery system and esheath were withdrawal as one unit. A new sheath, delivery system and sapien 3 ultra valve were prepared and successfully used for the procedure. No injury to the patient was reported. At the time of the report, the patient was in stable condition and in recovery. Per imagery provided by the site, the valve strut was bent in a 90 degree angle which is considered a risk for injury. The access vessel minimum luminal diameter (mld) measured 9.5mm with light/mild calcification and mild tortuosity reported. It was speculated that the operator did not control the loader when inserting the sapien 3 ultra valve into the sheath. The valve was inserted through the hub of the sheath unprotected by the loader.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.